Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram pictures were submitted and indicated an obstructed flow post-manta deployment. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the root cause of the interrupted flow is likely from a dissection. Dissections are a common large-bore procedure complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The IFU was reviewed and confirmed to list precaution: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma. Procedure preparation: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: post tavr valve implant, manta was deployed to rt common femoral access site, post deployment angio showed interrupted flow to the vessel. Md stated he thought it was from either the tavr sheath or the manta sheath/dilator set. Obstruction crossed w/guidewire from contralateral side. Stent placed into rt cf region to reestablish flow. Good result, pt sent to pccu. Artery size 6.5 mm, minor ca present/ anterior wall ca bmi 25-29 (estimated) closure to primary site via manta @ proper depth. Tth (time to hemostasis's).